Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported critical pump error. The customer reported blood glucose value of 390 mg/dl. The customer reported hyperglycemia treated with manual injection. The event involved product(s) mmt-1884, mmt-5120a, mmt-342g, mmt-431ak. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884, mmt-5120a, mmt-342g, mmt-431ak. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the dat, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Unable to download carelink due to due to critical pump error (open book image) alarm. The formatted history file lists data from 11/25/2025 to 01/17/2026. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 17-feb-2026. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, motor and force sensor. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file or traces on 01/17/2026 at 01:53:00.000 due to moisture damage on the force sensor. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. Unable to verify customer alleged for high bgs. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Unable to download carelink due to due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.